Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was capped. Following the event, the patient was in good condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.